Event description:
It was reported that a patient underwent a left-sided atrial flutter ablation procedure with a two octaray mapping catheters and carto 3 system and there were signal issues. There was a current leakage error displayed on the carto 3 system. When this occurred, there was no available signal on all ECG (electrocardiogram) signals. Both bs (body surface) and ic (intracardiac) could not be tracked temporarily. The octaray catheter was inside of the patient's body when the signal issues began. The cables and catheters were disconnected. But the issue couldn't resolved with the same octaray. A second octaray was connected. However, the current leakage error reoccurred on the octaray catheter as soon as it was connected. The error cleared when the catheter was disconnected. The 20 pole a and b ports were checked for visual damage but no visual damage was noted. A pentaray catheter was then used as the replacement and the issue resolved. It was also reported that the acl box displayed "anatomically off" on the carto 3 system. Patient was re-patched (unusually high on the anatomy) and the issue resolved. The procedure was ultimately completed without patient consequence.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 3 reports. 1) manufacturer report number 2029046-2024-01177 for the octaray mapping catheter 2) manufacturer report number 2029046-2024-01178 for the carto 3 system. 3) manufacturer report number 2029046-2024-01198 for the octaray mapping catheter (this current report).

Manufacturer narrative:
On 26-apr-2024, the product investigation was completed. It was reported that a patient underwent a left-sided atrial flutter ablation procedure with a two octaray mapping catheters and carto 3 system and there were signal issues. There was a current leakage error displayed on the carto 3 system. When this occurred, there was no available signal on all ECG (electrocardiogram) signals. Both bs (body surface) and ic (intracardiac) could not be tracked temporarily. The octaray catheter was inside of the patient's body when the signal issues began. The cables and catheters were disconnected. But the issue couldn't resolved with the same octaray. A second octaray was connected. However, the current leakage error reoccurred on the octaray catheter as soon as it was connected. The error cleared when the catheter was disconnected. The 20 pole a and b ports were checked for visual damage but no visual damage was noted. A pentaray catheter was then used as the replacement and the issue resolved. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or error 7 were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device number lot 31131943l and no internal actions related to the complaint were found during the review. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The carto® 3 system instructions for use contain the following recommendation to minimize ECG (electrocardiogram) noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).